Event description:
The customer reported to olympus that the cystonephrofiberscope's forceps cap came off. The issue was found during inspection. The customer could confirm no further event information. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was confirmed: the forceps channel port was detached. Visual examination found the following issues: the connecting tube was scratched and wrinkled; the control unit was dirty due to water leakage; the eyepiece was sticky and scratched; the hand grip was sticky, the up/down plate was sticky; the diopter ring was scratched and discolored; the angulation lever was scratched; and the venting connector was sheared. Functional testing showed the bending angle in the up direction did not meet with specifications due to a worn angle wire. A review of the device history record could not be performed; the record had been archived because the device was manufactured more than 15 years ago. The investigation confirmed the reported detachment but could not establish the cause. Olympus will continue to monitor field performance for this device.